Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pca pumps having increase in alarming occlusion which was happening in last three (3) months. They were able to fix this issue only by switching the syringe to bd syringe. There was patient involvement but no harm.